Manufacturer narrative:
Date of report : 15feb2019 , date rec¿d by MFR : 14feb2019. The field service engineer (fse) reset the alarm values to factory defaults and got no more alarm issues. Performed complete yearly pm at the customers request. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The caller reported that the unit was displaying high tidal volumes. There was no patient involvement. The event date was not specified; estimate used.